Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive sheath gave resistance at beginning of case when physician attempted to insert catheter after a few attempts there was an audible pop. This was followed by some leakage from the valve but gradually got worse with each catheter exchange. Eventually the amount of blood leaking passed the valve became a constant flow if nothing was inside the sheath. With the smaller mapping catheter, it continued as a persistent but slower flow. Air was also noted in sheath when attempting to aspirate. The sheath was eventually replaced with an agilis sheath to complete the case. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported non boston scientific mapping catheter and farawave were inside the sheath prior to, and/or at the time, the air/leak was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the aspiration syringe. The guidewire was right at the top edge of the catheter. The fluid was leaking from the proximal end of the handle and at the insert point. Approximately 10ml of blood was lost in total. The blood leaking was stopped by exchanging sheath for a new one. No other issue has been reported.